Manufacturer narrative:
The serial number of the device was requested but was not provided, therefore the manufacture date is unknown. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. Submitted log files revealed no external power events while utilizing the mobile power unit. Additional information was requested, but was not provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: the event of no external power alarms captured in the log file was confirmed. Log file provided by the customer was reviewed. The log file contained events recorded from (B)(6) to (B)(6), 2018. The log file captured several incidents of a no external power alarm while the system was powered by a mpu. The pump support was not affected and the system was supported by the backup battery during the event. The mpu was not returned for evaluation and the serial number was not provided. According to the additional information the customer will continue to provide patient reeducation for proper connection for his safety. No further information is available. The manufacturer is closing the file on this event.